Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) display was inoperable. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer was recommended to replace the graphic user interface (gui) to breath delivery (bd) cable. The tse recommendations were followed, and it corrected the issue. The customer reported to have conducted final testing, and the unit passed all tests and calibrations. It was observed to be operating within manufacturing specifications. (B)(4).